Manufacturer narrative:
The pump passed functional testing and was received with normal operating currents and no unexpected off no power, low battery, battery out limit or failed battery test alarms noted. The pump had intermittent button response and a button error alarm due to corroded keypad traces. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to call the ambulance for low blood glucose. The customer stated that they received a button error alarm and a battery out limit alarm. The customer's blood glucose was 65 mg/dl at the time of incident. The customer stated that the blood glucose dropped around 30 mg/dl. The customer stated that the paramedics were able to treat the low blood glucose and the blood glucose went up to 347 mg/dl. The insulin pump will be returned for analysis.